Event description:
It was reported that a rupture in the posterior capsule occurred after the patient underwent cataract surgery following a catalyst femto procedure. The doctor was having a difficult time removing cortex from the capsule and the capsule ruptured. The surgeon had to explant the iol, a model zcb00, serial number unknown, and perform a pars plana vitrectomy (ppv) and enlarge the wound to accommodate a posterior chamber intraocular lens (pciol). No further information was provided.

Manufacturer narrative:
Patient gender: unknown. Serial number: unknown. Expiration date: unknown. (B)(4) - enlarged wound (incision), explant of intraocular lens. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.